Manufacturer narrative:
Event conclusion: the ipg was returned for no output and the battery status being at ert after 41.2 months of implant. Initial testing confirmed the ert condition, as the unit had no pacing output. The cause of the no output condition was the depleted wgl cell. The cause of the early battery depletion could not be determined as the device operated normally with an external power source connected.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for no output.